Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump delivered a 50.3 unit manual prime even though they were not operating the insulin pump at the time. The caller also mentioned a crack on the reservoir window, battery loading slot, and display window. No further details were given. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump did not have a battery installed when received. The download history file shows on (B)(6) 2016 at 22:19:14 a manual prime, delivered = 50.3 units. The button event file shows that the customer programmed the manual prime delivery of 50.3 units. The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No prime/fill anomaly was noted. The pump had minor scratches on the display window, cracked battery tube threads, a scratched reservoir tube window and a cracked reservoir tube lip. No cracks were noted on the display window, reservoir tube window or lcd glass.